Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient had back surgery to help with their pain, thus they didn't use their spinal cord stimulator. The hcp indicated the patient told her the spinal cord stimulator (scs) wasn't working, and they hadn't use it for a few years. It was noted the implant was on and the patient was going to be having treatment for their neck and chest. It was further reported the patient experienced a loss of therapy. No impedance measurements had been taken. Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.